Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to contact support again if the issue reappears and confirmed understanding of the instructions.